Manufacturer narrative:
Date rec¿d by MFR : 16jun2019, date of report : 22jul2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that both the nav-ring and the accept button had failed. There was no patient involvement.